Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to poor helix movement. Additionally, this lead has infection. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported.